Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the left femoral artery in an 87-year-old female patient undergoing high risk percutaneous coronary intervention (hrpci) who presented in scai stage a shock. Following the procedure, the treating physician performed a distal angiogram through the repositioning sheath, which demonstrated slow or sluggish distal flow. Despite this finding, the clinical team elected to keep the impella in place. No hemodynamic instability, alarms, access site complications, or concerns for device malfunction were reported, and there were no allegations of impella involvement. The device was not removed because of the event, no product was returned for evaluation, and data download was not required. The patient remained stable, was successfully weaned from support, and survived to explant. Based on the available information, the sluggish distal flow appears more consistent with patient specific vascular factors rather than a malfunction of the impella cp, and there is no evidence of device performance failure. The device functioned as intended throughout support.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected. Section d4 primary UDI number has been updated.